Event description:
It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced an increased frequency of charging the device to 2-3 times a week, which was a change from the initial charging frequency of every two weeks. The patient also reported an uncomfortable vibrating sensation due to increased stimulation levels, which they adjusted from 2.0 to between 1.4 and 1.6 to alleviate discomfort. Additionally, the patient experienced back problems requiring more therapy. Troubleshooting steps did not resolve the charge frequency issue. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.